Event description:
It was reported "after the triple-lumen shiley catheter was inserted, during the removal of the guide wire, the wire fractured and was nearly lost in the patient" the patient's current condition is unknown.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date, a follow-up report will be submitted with investigation results.

Event description:
It was reported "after the triple-lumen shiley catheter was inserted, during the removal of the guide wire, the wire fractured and was nearly lost in the patient" the patient's current condition is unknown.

Manufacturer narrative:
(B)(4).